Manufacturer narrative:
Exact date unknown, event occurred two years ago the date the manufacturer became aware of the event. Explant date: two years ago. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-70, serial: (B)(4) , batch: 18090804 / 18184045.

Event description:
It was reported that the patients device was no longer being effective. The patient underwent an explant procedure. No further information has been obtained despite good faith efforts.